Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The defect blood leaks out of control plug could not be refuted nor confirmed in the absence of a sample. Root cause could not be determined.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced leakage (blood) through the bc valve during use. The following information was provided by the initial reporter: material no: 381433 batch no: unknown. Complaint 3 of 3: issue: we are having problems with our 20g catheters. They are all from the same lot #381433. The last 16 catheters are "bleeding", the one way valve is allowing blood to flow freely thru. Every catheter that we have used from the box of 50 has had this issue. I also have another box that is unopened from the same lot. I have pulled these from stock until the issue is resolved. Customer responses: what is the date(s) the issue occurred? June 20th. At total of 16 catheters (4 different nurses) from the same lot had the same issue, we chose a different lot and did not have that problem. Was there serious injury? No. Did the course of treatment change? Yes, we used a different size catheter, and the rest of the occasions we pulled the same size catheter but a different lot number and we did not have that problem. Was there direct exposure to blood/bodily fluid? No, we were able to catch it in time. However, it was unexpected. Was there medical intervention? Not needed. Were there any other actions taken? Yes, we pulled a different lot number and used the same size and we did not have a problem.

Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced leakage (blood) through the bc valve during use. The following information was provided by the initial reporter: material no: 381433 batch no: unknown complaint 3 of 3 issue: we are having problems with our 20g catheters. They are all from the same lot #381433. The last 16 catheters are "bleeding", hold for adrian 08.07 the one way valve is allowing blood to flow freely thru. Every catheter that we have used from the box of 50 has had this issue. I also have another box that is unopened from the same lot. I have pulled these from stock until the issue is resolved. Customer responses: what is the date(s) the issue occurred? June 20th. At total of 16 catheters (4 different nurses) from the same lot had the same issue, we chose a different lot and did not have that problem. Was there serious injury? No. Did the course of treatment change? Yes, we used a different size catheter, and the rest of the occasions we pulled the same size catheter but a different lot number and we did not have that problem. Was there direct exposure to blood/bodily fluid? No, we were able to catch it in time. However, it was unexpected. Was there medical intervention? Not needed. Were there any other actions taken? Yes, we pulled a different lot number and used the same size and we did not have a problem.